Event description:
It was reported that a 55-year old caucasian female patient underwent breast augmentation with two 325cc mentor memorygel breast implants and suffered bilateral breast implant ruptures, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis. Rupture on the left breast has been reported under mrn: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant had two (2) areas of siltex cracking on the anterior view. In addition, two tears (a and b) were noticed within each area of siltex cracking, measuring approximately 0.3 cm and 0.2 cm respectively. The evaluation determined that the cause of the ruptures is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).